Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was troubleshot and determined to be functioning properly and will not be returned. This complaint is being reported as there may be factors relating to pump therapy that may have contributed to the patient's injury.

Event description:
The patient's father called animas on march 27 stating that the patient was in the hospital due to low blood glucose levels and would like to review the pump to be sure it is working correctly. He reported that the patient had a blood glucose level of 50 mg/dl when the patient woke up on march 27 and said the patient was shaky. The father called an ambulance and the patient was transported to a hospital. The patient's father gave the patient glucose orally before the ambulance arrived and the patient's blood glucose level went up to 88 mg/dl. The patient was reportedly still confused when the ambulance arrived and was transported to the hospital. In the hospital, the patient was being treated with IV glucose and his blood glucose level went up to 300 mg/dl. When reviewing the pump history all basal and bolus doses add up with their respective total daily doses. This indicates that all insulin was delivered as programmed. There were no associated alarms in the pump history and the pump has not been suspended. The father confirmed that the patient was priming while disconnected and completing the fill cannula step appropriately with site changes. The patient changed the infusion site a day prior to receiving medical attention. The pump's time was off by one hour due to daylight savings time. The patient's father also agreed to see an hcp for an evaluation of basal rates. Although troubleshooting determined that the pump delivered insulin accurately this complaint is being reported out because, the patient reportedly received medical attention while on pump therapy.